Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that before using a bd posiflush¿ saline syringe there was foreign matter. The following information was provided by the initial reporter: a substance inside the bd ns flush syringe. The nurse noticed this before it was used.

Manufacturer narrative:
H6: investigation summary: it was reported there was foreign matter in the product. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe in its packaging flow wrap. The syringe label is shown and the syringe barrel has black specks. The second photo shows the syringe with a black foreign matter in the syringe. No other defects or imperfections were observed. A device history record review was completed for provided material number 306546, lot number 1229604. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that before using a bd posiflush¿ saline syringe there was foreign matter. The following information was provided by the initial reporter: a substance inside the bd ns flush syringe. The nurse noticed this before it was used.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 21-mar-2022. H6: investigation: it was reported there was foreign matter in the product. To aid in the investigation, one sample in a sealed packaging flow wrap and two photos were provided for evaluation by our quality team. Inside the syringe there is a black foreign matter in the solution. One photo shows a syringe in its packaging flow wrap. The syringe label is shown and the syringe barrel has black specks. The second photo shows the syringe with a black foreign matter in the syringe. No other defects or imperfections were observed. This defect could occur after cleaning the fill machine if a piece of the sterile pre-saturated wipes used became loose and fell into a syringe barrel before the rubber stopper was assembled. The sample will be shown to associates for awareness. A device history record review was completed for provided material number 306546, lot number 1229604. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but with physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that before using a bd posiflush¿ saline syringe there was foreign matter. The following information was provided by the initial reporter: a substance inside the bd ns flush syringe. The nurse noticed this before it was used.